Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and found the power supply faulty. The se replaced the power supply and the unit passed all tests.

Event description:
It was reported that during set up an 840 ventilator was inoperative. There was no patient involvement.